Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('chronic salpingitis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 628196-rt, 627753-lt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, ovarian cyst and post-traumatic stress disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia painful sexual intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea cramping"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), cyst ("cysts"), mood swings ("mood swing"), vaginal haemorrhage ("vaginal haemorrhage"), rash ("rash"), urticaria ("hives"), headache ("headaches"), arthralgia ("hip pain"), gastrointestinal injury ("iatrogenic small bowel injury") and weight fluctuation ("weight fluctuation") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral), oophorectomy (unilateral), on (B)(6) 2018:hyst. (Full),salping. (Bilateral), oophorectomy (unilateral) and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, back pain, dysmenorrhoea, fatigue, hormone level abnormal, migraine, cyst, mood swings, vaginal haemorrhage, rash, urticaria, headache and arthralgia had resolved, the salpingitis, psychological trauma, gastrointestinal injury and weight fluctuation outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, arthralgia, back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, rash, salpingitis, urticaria, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per ppf: insertion date of essure: (B)(6) 2007 and (B)(6) 2009. Plaintiff received treatment for pain: dyspareunia, pelvic/ abdominal, back, dysmennorhea, bleeding: menorrhagia, psych injury,other injuries/symptoms: fatigue, hormonal changes, migraine, weight gain, weight loss, cysts. However, due to the extensiveness of these adhesions, the entry point of the trocar could not be visualized and therefore small-bowel injury or perforation could not be definitively ruled out. Intraoperative consult was obtained with general surgery. Lysis of adhesions was performed laparoscopically to improve mobilization of the small bowel. A trocar laceration site was then identified and a loop of small bowel. A laparotomy was then performed in this area and the injury site was thoroughly explored. The laceration was repaired by general surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: lot number added. New events added- vaginal haemorrhage, urticarial, arthralgia, rash and gastrointestinal injury, weight increased, and chronic salpingitis from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('chronic salpingitis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 628196-rt, 627753-lt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, ovarian cyst and post-traumatic stress disorder. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), cyst ("cysts"), mood swings ("mood swing"), vaginal haemorrhage ("vaginal haemorrhage"), rash ("rash"), urticaria ("hives"), headache ("headaches"), arthralgia ("hip pain"), gastrointestinal procedural complication ("iatrogenic small bowel injury") and weight fluctuation ("weight fluctuation") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral), oophorectomy (unilateral), on (B)(6)2018:hyst. (Full),salping. (Bilateral), oophorectomy (unilateral) and ablation). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, back pain, dysmenorrhoea, fatigue, hormone level abnormal, migraine, cyst, mood swings, vaginal haemorrhage, rash, urticaria, headache and arthralgia had resolved, the salpingitis, psychological trauma, gastrointestinal procedural complication and weight fluctuation outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, arthralgia, back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal procedural complication, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, rash, salpingitis, urticaria, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per ppf: insertion date of essure: (B)(6)2007 and (B)(6)2009. Plaintiff received treatment for pain: dyspareunia, pelvic/ abdominal, back, dysmenorrhea, bleeding: menorrhagia, psych injury,other injuries/symptoms: fatigue, hormonal changes, migraine, weight gain, weight loss, cysts. However, due to the extensiveness of these adhesions, the entry point of the trocar could not be visualized and therefore small-bowel injury or perforation could not be definitively ruled out. Intraoperative consult was obtained with general surgery. Lysis of adhesions was performed laparoscopically to improve mobilization of the small bowel. A trocar laceration site was then identified and a loop of small bowel. A laparotomy was then performed in this area and the injury site was thoroughly explored. The laceration was repaired by general surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Imaging procedure - on (B)(6)2009: essure confirmation test(s) (unspecified): bilateral occlusion. Lot number: 627753 manufacture date: 2008-08 expiration date: 2010-08. Lot number: 628196 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc on 7-feb-2020: plaintiff fact sheet received. No new information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), weight fluctuation ("weight gain, weight loss") and cyst ("cysts") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018: hyst. (Full), salping. (Bilateral), oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, dysmenorrhoea, menorrhagia, fatigue, hormone level abnormal, migraine, weight fluctuation and cyst had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted as per ppf: insertion date of essure: (B)(6) 2007 and (B)(6) 2009. Plaintiff received treatment for pain: dyspareunia, pelvic/ abdominal, back, dysmenorrhea, bleeding: menorrhagia, psych injury,other injuries/symptoms: fatigue, hormonal changes, migraine, weight gain, weight loss, cysts. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, dysmenorrhea(cramping), menorrhagia (heavy menstrual bleeding), psych injury, fatigue, hormonal changes, migraine, weight gain, weight loss, cysts. Event outcome was added for the events: dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, hormonal changes, migraine, weight gain, weight loss, cysts. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.